Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection cannot be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 outlines potential adverse events, including infection, that may be associated with the use of heartmate 3 left ventricular assist system. Section 4 outlines system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 lists infection as potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Section 7 outlines system alarms and the recommended actions associated with them. Care instructions regarding preventing infection are provided in various sections of this document. The heartmate 3 left ventricular assist system patient handbook is currently available. Section 5 outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 left ventricular assist system pocket guide to alarms for clinicians contains information on alarms on controllers with low flow software and the actions that clinicians should take when they occur. The heartmate 3 left ventricular assist system pocket guide to alarms for patients and their caregivers contains information on alarms on controllers with low flow software and the actions that patients and their caregivers should take when they occur. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had possible bacteremia. The patient did not have any symptoms of infection. Infections disease thought the bacteremia could have been caused by a contaminant verses a decubitus ulcer. Blood cultures on (B)(6) 2023, grew gram positive cocci in 4 out of 4 bottles and blood culture identification panel (bcid) was positive for methicillin-resistant staphylococcus epidermidis (mrse). Blood cultures were negative on (B)(6) 2023. The patient was discharged home on a short course of oral antibiotics. No infections disease follow up was necessary.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Due to system limitation the following was added to h10 of MDR: section h6: health effect - clinical code e2205 bacteremia.